Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The account stated that the celldyn 3200 sl analyzer generated erratic hemoglobin (hgb) results. An initial result of 14 g/dl was generated. The sample was repeated 2 times with results of 12 and 6 g/dl. The results were not reported. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). Evaluation: worn silicon tubing, device failure related to normal wear and tear. A field service representative (fsr) was sent to the customer site. The fsr found the silicon tubing (s2) in bad condition (worn out from normal use). The fsr replaced the tubing in the hgb flow cell and repaired a vacuum leak at the mixhead assembly. The fsr proceeded to run reproducibility which passed. The instrument was performing within specifications. The cell-dyn 3200 operator's manual was reviewed and was determined to provide adequate troubleshooting instructions for imprecise and inaccurate data. In addition customer complaint data was reviewed and no adverse trends were identified related to the issue. The investigation did not identify a product deficiency.